Manufacturer narrative:
Interview with the users mother occurred on (B)(6) 2026. During the interview she identified that this is the third cushion she has had a leak in the same quadrant. She was directed to consult with the seating specialist who prescribed the cushion to determine if the cushion is properly sized. Patch repair kits are provided with each cushion and are also available upon request through customer service. The instructions provided in the IFU state "inflate the cushion. Inspect the quick disconnect (sensor ready cushion), the inflation valve(s), and hose(s) for damage. Confirm that the inflation valve(s) are completely closed. Look for holes in the cushion. If very small holes or no holes are visible, follow the instructions in the repair kit provided with the product." She stated she was unable to locate the leak in order to try and patch the cushion. Her son did require medical treatment from his doctor for the pressure injury which then required 3 days of bed rest and missing school for healing. Currently the wound is under control.

Event description:
User's mother called to request a warranty replacement of her sons qs67 cushion due to a leak in the right back quadrant. The cushion had gone flat in that quadrant several times in the previous several days and now her son has developed a pressure sore.